Manufacturer narrative:
(B)(4). Exact date of the event is unknown. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that a clearlink stopcock solution set had leaked. The leak was detected after the connections were tightened by a nurse. It is unknown what process step this malfunction was observed and the patient involvement is unknown. There was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review cannot be performed since there was no lot number provided. The sample was not available for evaluation; therefore a device analysis could not be performed.